Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g383 was conducted. There was one non-conformance related to the complaint. This lot met all release requirements. A review of kit lot g383 for the reported issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The complaint kit, smart card, and a photograph were returned for investigation. A review of the data recorded on the smart card showed 504 ml of whole blood was processed when the operator pressed stop to pause the treatment to troubleshoot the reported high red blood cell interface. The customer provided photograph verifies the tubing leak as a drop of blood is seen leaking from the yellow striped tubing to y-connector. The received kit was pressure tested and verified a leak at the yellow striped tubing to y-connector. A visual inspection of the leak site found a small void in the bond along the edge of the yellow striped tubing. The cause of the leak was determined to be a weak solvent bond joint between the y-connector and yellow striped tubing. The root cause is a manufacturing operator error during the tube bonding process. Retraining has been completed for all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a pump tubing organizer (pto) leak during the treatment procedure. The customer stated they paused the treatment to troubleshoot a high red blood cell interface and noticed a blood leak in the pump tubing organizer. The customer stated the leak was coming from the connector at the yellow striped tubing. The customer reported approximately 504 ml of whole blood was processed prior to observing the leak. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit, smart card and a photograph for investigation.